Event description:
It was reported that for the past week or so the patient was experiencing a lot of pain, trouble walking, and was shaking all over. The patient "cannot get it set" and she tried adjusting stimulation using her patient programmer; she was unable to get to settings that would help control her pain. She was in the hospital twice and the ICU once, but had not experienced any trauma or event that she was aware of that caused her current condition. Subsequent information received reported that the patent was still having a lot of pain and "had to cut my pump off because it was like it was shocking me." Manufacturer's device registry could not confirm that patient had a pump implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product 37713, serial / lot # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer.